Manufacturer narrative:
H6: added code e0506 based on information in the complaint file. Investigation summary hemolysis/mechanical interaction with blood: the cause of the hemolysis was not determined due to no product or data logs available. Ischemia: the cause of the injury was unable to be determined due to insufficient clinical details. Access site adverse event/minor bleed: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. The hospital team did cut the impella cable upon explant. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: a 58-year-old male with a past medical history significant for coronary artery bypass grafting presented with acute myocardial infarction (ami) complicated by cardiogenic shock (cgs). The patient was transferred from an outside hospital for a higher level of care while supported on va-ECMO and an impella cp device. During support, the clinical team identified signs of hemolysis, and the impella pump position was subsequently reassessed and repositioned by cardiothoracic surgery using cardiac CT imaging under tte guidance, which is consistent with standard troubleshooting for suspected malposition. Nursing staff additionally reported diminished peripheral pulses which self-resolved without additional intervention. Following stabilization and ongoing support, the impella cp implanted on (B)(6) 2026 at 10:45 am was successfully removed on (B)(6) 2026 at 3:20 pm. The patient survived to explant, and the device was removed without further complication. Findings reported in this case include ischemia and hemolysis which are potential adverse events consistent with known device-related and patient-related factors documented in the instructions for use (IFU).